Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, the user was unable to retract the snare loop into the sheath inside the patient's colon. It was reported that the entire endoscope had to be removed to facilitate removal of the device. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection procedure performed on (B)(6), 2012. According to the complainant, the user was unable to retract the snare loop into the sheath inside the patient's colon. It was reported that the entire endoscope had to be removed to facilitate removal of the device. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found the sheath torn and twisted near the device handle, which rendered functional testing impossible. The complaint was confirmed; the device could not be retracted due to the damage to the sheath. Review and analysis of all available information failed to indicate a root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.